Manufacturer narrative:
Evaluation completed. An opened bl5425wv pack from lot v6564 was returned. The tip protector was not returned. The needles are bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The aspiration tubing had been taped over the needle tip as makeshift needle protector. However, the needle was bent/curved. The inner needle would not retract from the port window causing the port to be blocked and preventing cutting and aspiration. The cutter cannot function properly in this condition. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 3 see 1920664-2016-00199 and 00200.

Event description:
The doctor was using the 25 gauge retina pack with forced infusion when the cutter stopped cutting during the case.